Event description:
It was reported that a cot dropped. A pt allegedly may have sustained injuries.

Manufacturer narrative:
Customer reported that the operators were untrained. The customer was unresponsive in providing confirmation or specifics of the reported injury and could not identify which cot may have been involved, so examination of the cot could not be completed.